Event description:
Error 99. Device history record was reviewed, no event linked to the reported issue was observed. Device log was provided but a lot of the history was missing. Only 6 minutes from the date of incident was recorded and in that part the device is not infusing. No error 99 was found. Therefore, the information is insufficient to confirm the reported event. The device was not sent back to brézins for investigation as the customer has fixed the issue by himself. The error 99 is triggered when a dysfunction between secondary (on power supply) and main (cpu board) occurs. These 2 processors are linked together, and if a lost of communication between them is detected, an error is triggered. This error is displayed after new switch on, to advise a defect on device. The original error is normally a "low level" error without code, with small characters, and it's this error that would have probably occured during infusion. However, without the device it is not possible to confirm the root cause of the event. A CAPA was initiated for another similar issue but no root cause was identified therefore no corrective action could be implemented.

Event description:
Error 99.